Manufacturer narrative:
A zoom 88 was returned with a third-party stent retriever system within its lumen. Device investigation confirmed shaft breakage and suggested that axial force was applied during the procedure, resulting in separation of the distal segment. The manufacturing records for the zoom 88 were reviewed and confirmed that the product met all applicable design and manufacturing specifications. The exact root cause could not be determined based on the device investigation and the limited case details available. Per follow-up information provided by the customer, the patient presented with tortuous anatomy, and a type iii aortic arch was identified as a potential contributing factors to the reported event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy of the m1 segment utilizing zoom 88, third party guidewire and sheath. The patient's anatomy was tortuous. A total of three passes were completed, resulting in successful clot removal. Following physical inspection of the returned device, the distal portion of zoom 88 was found to be fractured. The patient's post procedure status is unknown.